Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well image in question on (B)(6) 2017, and determined that it was visually weak positive. The immucor laboratory tested retention product on (B)(6) 2017, which performed as expected. The immucor laboratory also tested returned blood sample from the customer site on (B)(6) 2017, which yielded expected positive outcomes.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.